Event description:
Treatment of an avm with onyx. It was reported that the avm was treated with onyx for one hour with approximately 1.5 to 2cm of onyx reflux around the catheter's tip. Upon catheter removal, the catheter broke off and the broken segment remained in the patient. The patient was administered antithrombin medication and there were no other complications reported as a result of this event. Same event as MDR# 2029214-2009-00148.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were consumed in the event. Add'l lot no: 7253376 (3 vials of each).